Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction alarm. The iabp was swapped out. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction alarm. The iabp was swapped out. No patient harm, serious injury or adverse event was reported.